Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 8/2/2019. [Conclusion]: the healthcare professional reported that during the procedure, the physician made several attempts to advance the 4mm x 10cm galaxy g3 xsft coil (glx120410 / l13245), but the coil became unraveled in the microcatheter. Additional information was received reporting that a continuous flush was not maintained through the microcatheter. The coil was replaced, and the procedure was completed. There was no report of any patient injury or complication. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l13245) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Coil unraveling / stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Coil can become unraveled during attempts to withdrawal the coil against resistance. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed; the exact cause of the coil unraveling cannot be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 4mm x 10cm galaxy g3 xsft coil left the manufacturing facility with the coil an unraveled condition as reported in the complaint. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: e.1: the initial reporter title, first and last names were added; initial reporter phone: (B)(6). Corrected sections: initial reporter address line 2 and initial reported city were corrected. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported that during the procedure, the physician made several attempts to advance the 4mm x 10cm galaxy g3 xsft coil (glx120410 / l13245), but the coil became unraveled in the microcatheter. The coil was replaced, and the procedure was completed. There was no report of any patient injury or complication. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l13245) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Coil unraveling / stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Coil can become unraveled during attempts to withdrawal the coil against resistance. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed; the exact cause of the coil unraveling cannot be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 4mm x 10cm galaxy g3 xsft coil left the manufacturing facility with the coil an unraveled condition as reported in the complaint. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the physician made several attempts to advance the 4mm x 10cm galaxy g3 xsft coil (glx120410 / l13245), but the coil became unraveled in the microcatheter. The coil was replaced, and the procedure was completed. There was no report of any patient injury or complication.